Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. Upon visual inspection it was observed that the silicone connector was ¿aging and loose¿. The connector was reconnected, and the device was ¿back to normal¿ with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, it is likely due to aging. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with an ak 96 machine, an excessive fluid removal of 2800 ml was observed. The patient experienced sweating, fatigue, shortness of breath, followed by syncope. Ultrafiltration was stopped immediately, the extracorporeal circuit blood was returned to the patient. The patient was treated with 500ml of normal saline and symptoms improved. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.